Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown stem, lot #unknown; item #unknown, unknown cup, lot #unknown; item #unknown, unknown liner, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 2019 01540, 0001825034 2019 01539, 0001825034 2019 01542.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision for an unknown reason. Additional information was requested, however no information was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-rays provided were reviewed and dislocation was noted. Device history record (DHR) review was unable to be performed as the product information of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.